Event description:
Information was received indicating that a smiths medical pneupac¿ parapac plus will not turn off unless o2 is disconnected. There were no reported adverse effects.

Manufacturer narrative:
One pneupac¿ parapac plus was received in used condition. Visual inspection showed that the CPAP and peep switch caps were missing. The front panel was also bent indicating that the device had been dropped. In addition, the function switch could not be turned to the flow setting, because the rotary switch could not be turned counter clockwise. This was due to damage caused by a drop. It was also noted that the manual ventilation function was stuck in the down position. For functional testing, the device was connected to an oxygen supply. The customer's reported issue was promptly observed. The device passed all functional tests after the switch kit (part number 530k1030) was replaced.